Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
Angiodynamics received notification of an event that an end user experienced with a mini stick max 4f x 10 cm stiff .018 ni/tu echo 2.75". During a procedure, a portion of the sheath cannula broke off inside the patient prior to the exchange of the 9fr sheath. Attempts were made to retrieve the translucent piece with a snare. Hospitalization was needed due to this event. There was no report of patient harm.